Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the softclix lancets were uncapped out of box. Box was sealed and undamaged at time of purchase. No accidental needle stick occurred.